Event description:
It was reported that the subject device had communication scope error 218. This issue occurred during am unspecified therapeutic procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: universal cable was scratched, insertion tube was dent, light guide bundle was broken, poor image quality. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: this event e218 and universal cable was scratched was caused by a component failure of universal cable. This event insertion tube was dent was caused by a component failure of insertion tube. This event light guide bundle was broken was caused by a component failure of distal end of the video telescope. This event poor image quality was caused by a component failure of the unit spanning from the distal end to the main body. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.